Manufacturer narrative:
Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established in patients with bulky calcified aortic valve leaflets in close proximity to the coronary ostia. In addition, it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease.  Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Percutaneous coronary intervention (pci)).  There are multiple patient factors that could put the patient at risk for coronary flow obstruction during the tavr procedure, including significant underlying coronary artery disease and bulky calcification of the native leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries, or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia, can result in this complication. The edwards thv manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. Investigation results are inconclusive, as relative patient information was not provided.  The exact cause of the coronary occlusion is unknown, however, may be related to the mechanisms described above and/or procedural factors (insufficient anticoagulation during the tavr). The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliates in (B)(4), the 26mm sapien 3 valve was placed by tf approach in aortic position without complications and no regurgitation. About 10-15min later, the patient went into pulmonary edema and became hypotensive. St segments elevated and no flow was seen in the lad (left anterior descending coronary artery). The lad was stented and it was thought that the situation was corrected.  However, the blood pressure and oxygen level went down and it was seen that the lad stent was blocked. A thrombectomy was performed and then the circumflex coronary artery (cx) had no flow. The patient was anaesthetized and pressures were given, but the patient remained hypotensive. The cx was stented and the patient was transferred to the post-op area.  30 mins later, the patient became bradycardiac. An attempted was made to externally pace the patient, however, the patient went into pea arrest and expired.